Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A patient reported that there was an air detected in cassette message during drain 2 of 5. The overfill event was indicated due to the drain 2 being 6227 ml, which is 249% of the fill 2501 ml fill volume. The patient as advised to stop using the cycler. Patient was advised to inform the patient's pd nurse of the overfill event and ask for alternate treatment options. In a follow up, a pd nurse responded and said there was no harm, intervention or adverse event associated with the overfill event. The patient has received a new cycler and is continuing to do treatment without issues. The cycler is available to return for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A patient reported that there was an air detected in cassette message during drain 2 of 5. The overfill event was indicated due to the drain 2 being 6227 ml, which is 249% of the fill 2501 ml fill volume. The patient as advised to stop using the cycler. Patient was advised to inform the patient's pd nurse of the overfill event and ask for alternate treatment options. In a follow up, a pd nurse responded and said there was no harm, intervention or adverse event associated with the overfill event. The patient has received a new cycler and is continuing to do treatment without issues. The cycler is available to return for investigation.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump.there were no visual indications of particulates within the cassette area.there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane.system air leak test ¿ passed.vacuum test - failed. Vacuum display value reads 500 mbar indicating fluid is present in hp filters. Replaced hp filters for further investigation.vacuum test ¿ passed.alve actuation test ¿ passed.a (as-received with reduced dwell) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover.the cause of the observed dried fluid could not be determined. Fluid in the hp2 filter is a related failure to the m31 air detected in cassette warning alarm. There were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.